Event description:
An x-ray table that can rotate the patient from a horizontal (laying down) to vertical position unexpectedly began moving. The tech was able to "catch" the patient who was lying on the table and stop the rotation before the table was fully vertical. The patient was not harmed in any way.